Event description:
Notification from attorney states: "after pump and catheter were implanted, a surgical revision of the catheter was performed because the catheter had allegedly backed out of the intrathecal space; subsequently the physician added an add'l catheter and/or a large amount of excess catheter material to the implant; and thereafter the pt allegedly began to experience extreme and disabling pain and discomfort of her back, hip and upper and lower extremities and numbness in her leg; subsequently the physician allegedly removed the excess catheter, but the pt alleges to have a permanent crippling residual injury including severe neurological difficulties and extremity problems."